Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported by the patient that they have been experiencing increased incontinence with their artificial urinary sphincter (aus). The patient also reported that when they sit on hard surfaces, the aus will void itself. There were no additional patient complications reported.